Manufacturer narrative:
Other, other text: additional information was received indicating that the patient, on his own initiative, received a 24-hour infusion of the drug, but the dosages were given by the treating physician (md: 12.0 ml, cr: 4.1ml / h, ed: 3.0 ml ). Medical history: parkinson's disease (2007), depression, penicillin allergy.

Event description:
Information was received indicating that a patient using a smiths medical cadd-legacy duodopa ambulatory infusion pump "made a 24-hour administration, on his own initiative." It was reported that the treating doctor was informed and that subsequently "the patient no longer receives 24-hour administration." No adverse patient effects were reported.